Event description:
The complaint was reported by a customer from USA. Leakage issue.

Manufacturer narrative:
Investigation type: eitan medical inspected a photo provided by the customer demonstrating the leakage. Investigation findings: the complaint was confirmed based on the photo provided by the customer; however, no manufacturing or quality issues that could have caused or contributed to the customer's complaint were identified. Conclusion: the complaint is suspected to be a result of misuse.

Event description:
This complaint was reported by a customer from the us. A leakage issue was reported. The customer stated no human harm nor medical intervention to prevent human harm occurred as a result of this event.